Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: investigation summary: investigation flow: damage. Visual inspection: the guidewire 2.5 w/drill tip l200 sst (p/n: 310.243, lot number: 186p705) was received at us cq. Visual inspection of the complaint device showed the distal tip of the guide wire was stripped/deformed. Also, several scratches were observed along the device surface. No other issues were observed during the cq investigation. Device failure/defect is identified. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint is confirmed. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: (B)(4), 12-oct-2021, part number: 310.243, lot number: 186p705, part manufacture date: 03-jun-2021, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of guidewire ø2.5 w/drill tip l200 sst product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part number: 310.243, lot number: 186p705, part manufacture date: 03-jun-2021, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of guidewire ø2.5 w/drill tip l200 sst product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery it was noticed that all instruments are not performing properly. The distal tip of the guide wire was stripped/ deformed. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) 2.5mm drill tip guide wire 200mm. This report is 1 of 2 for (B)(4).